Event description:
During general surgery-open procedures, while buzzing the uninsulated forcep by means of the hanswitching pencil, burns to the finger resulted. Electrical tests were normal (hf leakage currents rather high).